Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer indicated that the electrodes have been discarded. No product will be returned to zoll for evaluation.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.